Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
On (B)(6) 2012, cannulated hind foot arthrodesis nail surgery was performed. On an unknown date, an x-ray revealed that the spiral blade had backed out. Therefore, on (B)(6) 2013, the patient underwent revision surgery and a longer spiral blade with an end cap was implanted. This is 2 of 2 reports for the same event, complaint # (B)(4).